Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that following a cryoablation procedure involving a polarsheath on (B)(6) 2021, two days later the patient experienced a hematoma in the groin. An angiography was performed on the patient on (B)(6) 2021. No further interventions were reported. Event was noted as resolved with sequelae, therefore the patient has not returned to their baseline status.